Event description:
It was reported that during a hemicolectomy the circular stapler did not activate because the battery was not working. A new device was used to completed the procedure. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch # unk. B3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "battery was not working"? The device did not activate, as when the battery is drained. 2. Was the battery plugged in fully with backlight lit? Syes, the battery was placed correctly, removed, and reattached; replaced with one from a new device, but the suture did not turn on. 3. Was the device in range? Yes. 4. Was the safety disengaged? Yes, to try to activate the device it was unlocked the safety 5. Could you please clarify if device was able to activate? No the device did not activate 6. If yes, could you please clarify if the firing speed was affected? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.